Event description:
Epidural catheter torn in half. One half still in place in patient's back and other half connected to epidural pump. Issue was noticed when patient sat up to reposition herself after delivery. Remaining catheter tubing removed with tip intact.

Event description:
Epidural catheter torn in half. One half still in place in patient's back and other half connected to epidural pump. Issue was noticed when patient sat up to reposition herself after delivery. Remaining catheter tubing removed with tip intact.